Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer's current blood glucose was 373 mg/dl. Customer states blood glucose up around 400 mg/dl took a bolus early this morning and it never showed up on check bolus and thought everything was going ok and usually make sure it's says complete. The insulin pump will not be returned for analysis.